Event description:
A healthcare facility in (B)(6) reported an iw910 mobile infant warmer for a routine performance check. During the routine service conducted by an fisher & paykel healthcare subcontractor, (B)(4), it was noticed that the power fail alarm on the infant warmer was faulty.

Manufacturer narrative:
Method: a preventative maintenance check was performed on the iw910 mobile infant warmer by a fisher & paykel healthcare trained and approved service provider. Results: the preventative maintenance check revealed that the power fail alarm on the infant warmer was found to be faulty due to a failed capacitor on the power board. Conclusion: the "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provides up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety , performance and functional checks at least once a year. The fault on the returned infant warmer was discovered during preventative maintenance check with no patient involvement. The iw910 mobile infant warmer was repaired and returned to the customer after passing the necessary safety and performance checks.